Event description:
The patient's left wrist was revised due to implants backing out which was discovered via x-ray during the 2 week follow up. The patient was not complaining of discomfort. The pegs in question were positioned in the furthest distal holes on the plate as possible. After removing the three screws that backed out, metal shavings were noted in that area.

Manufacturer narrative:
This device did not led to the reported event, therefore this investigation can be closed in phase 1. If any additional information is provided indicating otherwise, the investigation will be reworked.

Event description:
The patient's left wrist was revised due to implants backing out which was discovered via x-ray during the 2 week follow up. The patient was not complaining of discomfort. The pegs in question were positioned in the furthest distal holes on the plate as possible. After removing the three screws that backed out, metal shavings were noted in that area.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device retained by the patient.